Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hcp, secretary and biomed all on the phone. They explained how during recent therapy a patient switched to rewarming before the cooling phase had ended in an arctic sun device. They would like to know how this happened and confirm settings on the device. They have a spreadsheet from the data download but would like assistance as there were no headers to identify the values. Biomed would like assistance filling the reservoir. They were asking whether the sterile water, okay sn: (B)(6). Informed inquirer the only way it would have swapped to rewarming was if the cooling duration was completed or the start button next to the rewarming was manually selected. Went to event log and found the below: 03 (water reservoir low), 07 (empty pads not complete), 05 (water reservoir empty), 11 (pt 1 below low patient alert), 15 (unable to obtain a stable pt), 112 (confirm return to cooling phase). Confirmed there was no 105 (cool patient end). Went into hypothermia settings and confirmed device was set to rewarm begins manually. Confirmed the device only needs to be filled with sterile water. Walked through filling device in therapy screen. Reservoir capacity - 3.5 liters. Customer emailed the data download from device. Used debrief tool to gather more information on therapy. Forwarded to tm for further discussion with customer.

Event description:
It was reported that the hcp, secretary and biomed all on the phone. They explained how during recent therapy a patient switched to rewarming before the cooling phase had ended in an arctic sun device. They would like to know how this happened and confirm settings on the device. They have a spreadsheet from the data download but would like assistance as there were no headers to identify the values. Biomed would like assistance filling the reservoir. They were asking whether the sterile water, okay sn: (B)(6). Informed inquirer the only way it would have swapped to rewarming was if the cooling duration was completed or the start button next to the rewarming was manually selected. Went to event log and found the below: 03 (water reservoir low), 07 (empty pads not complete), 05 (water reservoir empty), 11 (pt 1 below low patient alert), 15 (unable to obtain a stable pt), 112 (confirm return to cooling phase). Confirmed there was no 105 (cool patient end). Went into hypothermia settings and confirmed device was set to rewarm begins manually. Confirmed the device only needs to be filled with sterile water. Walked through filling device in therapy screen. Reservoir capacity - 3.5 liters. Customer emailed the data download from device. Used debrief tool to gather more information on therapy. Forwarded to tm for further discussion with customer.

Manufacturer narrative:
The reported issue was inconclusive. A root cause could not be definitively identified. Confirmed there was no 105 (cool patient end). Went into hypothermia settings and confirmed device was set to rewarm begins manually. Confirmed the device only needs to be filled with sterile water. Walked through filling device in therapy screen. Reservoir capacity - 3.5 liters. Customer emailed the data download from device. Used debrief tool to gather more information on therapy. Forwarded to tm for further discussion with customer. The instructions-for-use under are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.